Event description:
It was reported that the insulin pump buttons were unresponsive. No further information provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump received with minor scratches on liquid crystal display window. Insulin pump received with cracked belt clip slot.